Event description:
It was reported that after a ptca procedure in a bifurcation of the mid lad and second diagonal branch, when the guide wire was withdrawn from the body it was noted that the tip was separated. No attempts to retrieve the fragmented tip were made. Reportedly, the pt tolerated the procedure well.

Manufacturer narrative:
H3: device evaluation summary attached h6: evaluation codes updated quality assurance analysis of the returned device revealed the core separated at the center solder. The separated section was not returned. Quality engineering concluded based on the sem analysis that the shipping ribbon showed evidence of flexural overload, which exceeded the design limits of the device. The instructions for use states as a warning that "the user should never push, auger, withdraw or torque a guide wire which meets resistance." Quality engineering concluded that no corrective action is warranted at this time. As part of our quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends and kinks to ensure proper device structure and integrity. This MDR is considered closed by the quality assurance department.